Event description:
It was reported that a non-dehp extension set had a cracked filter. The reporter stated that there was ¿a crack on the lower part of the filter; the end that connects to the patient.¿ this was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.